Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "vibration" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device was having a problem with vibration. The device was being used in surgery. There was no user or patient injury reported. It is unknown if delay or medical intervention occurred. There is no additional information provided.